Event description:
It was reported the patient underwent a failed drg implant procedure. Reportedly, the physician experienced difficulty placing a lead through the foreman. The physician placed the lead multiple times but each time, the lead was anterior and elicited a motor response. Due to the lack of adequate stimulation and multiple failed attempts to place the leads in the intended location, the physician decided to remove the leads and abandoned the procedure. The patient was reportedly stable postoperatively. Follow up identified the patient complained of pain that radiated down the back of his right leg. The patient stated he noticed the pain after the procedure. The patient stated the pain worsens with flexion. The physician plans to continue to monitor the leg pain.

Event description:
Follow up information received identified the patient was no longer complaining of any pain from the first trial procedure as the patient successfully underwent another drg implant on (B)(6) 2017.